Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no fault was present and the system was functioning as expected. A technical support specialist verified the item appeared in the patient order list in both cabinets, confirmed with the facility that it was displaying correctly, and found no issues; case was closed with customer authorization. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.